Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as sores which bled on left side under arm, and two on the other side. There was no alleged device malfunction contributing to the wounds. The patient¿s physician prescribed an antibiotic cream for the skin irritation. Follow up indicated that the wounds improved.

Manufacturer narrative:
Not applicable.